Manufacturer narrative:
Device is a combination product. The 2.50x32 promus element stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent strut row 1 on the proximal end of the stent was lifted and bent back in a distal direction. Stent strut row 2 was also damaged. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07-may-2019. It was reported that crossing difficulties were encountered. The 90% stenosed, 2.5x32mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50x32mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damaged.